Event description:
It was reported that the patient presented for follow up in the clinic. It was noted that the implantable cardioverter defibrillator (ICD) exhibited pacing inhibition due to myopotential over-sensing. P wave over-sensing was also noted. Programming changes were made. There were no patient consequences.